Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Low lead impedance and noise recreated with postural testing. On (B)(6) 2017 - lead has been explanted due to pocket stimulation and low impedance.